Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Patient's mother reported that the patient did not feel well and was given juice, glucose tablets and soda. At the time of the event, the cgm was reading 56mg/dl and the bg meter read 24mg/dl. At the time of contact, the patient's bg values had risen and the patient was feeling better. No additional event or patient information was provided.